Event description:
It was reported via legal documentation that approximately 126 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, progressive pain and swelling, joint damage, osteolysis under femoral component, osteolysis with lytic lesions on tibia, poly oxidation and breakage. Post operative diagnosis noted wear of the implant. No further issues or complications were reported.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated fields: a1-2. Corrected fields: b2 , d4, d10, d18, g2, g4. D10: ((B)(6)) 02-012-41-2515 - logic tibia traptray cem sz 2.5f/1.5t. ((B)(6)) 02-010-01-0225 - logic femoral ps cem left sz 2.5. ((B)(6)) 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture and/or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear and fracture could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. H6: corrected medical device clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h4, h6. MDR section codes updated/corrected: a, b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.